Event description:
It was reported that a surface electrocardiogram indicated an inappropriate rate decrease. Due to the low pacing rate, the patient experienced dizziness. It was also noted that the patient fell earlier that day. The device was reprogrammed and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.